Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used during a cold snare polypectomy procedure performed on (B)(6) 2022. It was reported that during the procedure and inside the patient, snare would not deploy. The endoscope was removed outside and when it was deployed, the snare opened, but when it was inserted inside the body the snare would not open. Therefore, the treatment could not be performed. The procedure was cancelled. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Impact code: (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: impact code f1001 is being used to capture the reportable problem of aborted/cancelled procedure. Block h10: investigation results: a 10mm round cold snare was received for analysis. Visual inspection of the returned device found that the device was in good condition. Functional inspection was performed and device contracted and extended well without problems. Dimensional test was performed and all results passed according to expected measurements. No other problems were noted. The reported event of "loop failure to extend" was not confirmed since the loop extended and retracted upon return. Although the reported failure mode could not be confirmed through functional evaluation, there is an investigation in progress to address extension problems. Preliminary results suggest that the problem may be due to an isolated manufacturing problem. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is manufacturing deficiency. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used during a cold snare polypectomy procedure performed on (B)(6) 2022. It was reported that during the procedure and inside the patient, snare would not deploy. The endoscope was removed outside and when it was deployed, the snare opened, but when it was inserted inside the body the snare would not open. Therefore, the treatment could not be performed. The procedure was cancelled. There were no patient complications reported as a result of this event.